Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: product ID dvbc3d1, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, oversensing and noise on electrograms (egm) suggesting a fracture on the right ventricular (rv) lead. The proximal portion of the rv lead was explanted. It was noted the inner conductor withdrew into the body and was not able to be recovered or the lumen access. A new rv lead was implanted. No further patient complications have been reported as a result of this event.